Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01592-00.

Event description:
Duplicate of (B)(6). Subject: new pah claim- (B)(6). Case owner: (B)(4). Description: 2021-08-11 21:07:19z (B)(4); technical support specialist, zeltiq. Sub type: coolsculpting account name: (B)(6) md. Contact name: (B)(6). From: (B)(6). To: (B)(4), good evening, I am writing to report a new pah claim. Would you please open a new claim and provide me with a cf# and portal link for the following claimant: (B)(6). Thank you, (B)(6), bsn, rn.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-02054 as the operating record related to this complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 d1 d4 g1 h10. It has been identified that this record, mrn 3007215625-2021-01762, is a duplicate of mrn 3007215625-2021-01592. Please see mrn 3007215625-2021-01592 for reportable events.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.